Event description:
I have pelvic pain and back pain to the point where it hurts to sit, stand, and walk and I get to the point when I sit for more than 5 minutes and then get up my back is so stiff and it hurt 10 time worse, I keep getting uti when I haven't drink soda in almost 2 years, real bad headaches, it hurts to have intercourse. It gets so bad that I cry. I been going thru this for 7 years and I cant take any more, I have lost my energy and I am too tired to do anything because of the pain that I live with for the past 7 years. I have gotten pregnant a year and a half after having the essure procedure done. When I called the essure company they told me that I was the first to get pregnant with the essure but then other women tell me that they have gotten pregnant too and some have miscarried and the essure company tells them the same thing. Something is right here and this problem needs to be fixed because I am tired of being in this pain. Please take this essure product off the market so that other women will not suffer like the rest of us. Thank you.